Manufacturer narrative:
This follow up report is being submitted to report additional information. UDI#: (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have been previously repaired once for ratchet handle issues reported on 14 june 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 22 march 2019, it was reported from kendall medical regional center that skin was getting caught it the head of the mesher. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 12 april 2019 noted that the comb was bent and that the roller was damaged. None of the pretests could be performed due to the damaged comb. Repair of the mesher occurred the same day and involved replacing the comb and roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 22 march 2019. While the service technician found that the comb was bent, which would catch the skin while it would be fed through the device and therefore cause it to bunch up inside of the mesher, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin getting caught in mesher head. No further information provided. It is unknown if there is any harm due to this malfunction.